Event description:
Procedure type: strabismus correction. According to the reporter: the muscle and the conjunctive were sutured with 2 stitches each and 3 knots in every stitch. These knots became loose/undone, and the patient was re-operated on to prevent losing the conjunctive in the posterior part of the eyeball.